Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered chronic pelvic and vaginal area pain as well as frequent infections with high fevers, bloody and painful urination, recurrence of incontinence and painful frequency and urgency. As well as chronic vaginal infections, pelvic inflammation, excruciating pain during intercourse and vaginal bleeding, physical and discomfort, psychologically and emotionally. And severe and radiating abdominal pain, continued incontinence, frequency and urgency, blood in urine, and pain during intercourse. No additional info was provided.